Manufacturer narrative:
Summary of evaluation:the results performed suggest the event was a result of a combination of user misuse and less than optimum design. Corrective action has implemented to preclude this event in the future.

Event description:
The reporter stated that the tips of two alta t-25 torx tipped screwdrivers stripped while the surgeon was removing the locking screws from the rod. It was also noted that the handles of these screwdrivers were cracked. This event did not result in an adverse consequence for the pt.